Manufacturer narrative:
Argus case: (B)(4).

Event description:
I ingested the effervescent to clean dentures [accidental device ingestion]. Case description: this case was reported by a consumer via call center representative and described the occurrence of accidental device ingestion in a male patient who received denture cleanser (corega denture cleansing tablets) tablet for product used for unknown indication. On an unknown date, the patient started corega denture cleansing tablets at an unknown dose and frequency. On an unknown date, an unknown time after starting corega denture cleansing tablets, the patient experienced accidental device ingestion (serious criteria gsk medically significant). The action taken with corega denture cleansing tablets was unknown. On an unknown date, the outcome of the accidental device ingestion was unknown. It was unknown if the reporter considered the accidental device ingestion to be related to corega denture cleansing tablets. Additional details: adverse event information was received from consumer via call center representative (phone) on (B)(6) 2021. The consumer stated, "I ingested the effervescent to clean dentures. What do you tell me to do?".